Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as no surgical intervention is planned and issue is resolved.

Event description:
Additional information received indicated that patient is receiving effective pain relief from the lead implanted at l4 vertebral level and elected to not have the revision surgery for l3 lead at this time.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient controller displayed an error message ¿desired strength cannot be delivered¿ while attempting to turn therapy on. Diagnostics indicated high impedances, so x-rays were taken and confirmed that the lead at l3 vertebral level was fractured. Surgical intervention may be pending to address the issue.